Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: device was received in two pieces. The device is fractured 69cm from the proximal end. The length of the proximal section is 69cm and distal section is 113cm. All of the outer diameter measurements were measured and met specifications. The fractured section was sent to the sem lab for analysis and their evaluation revealed that the fracture was due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. The physician advanced a choice pt and non-bsc guide wire to the lesion and then advanced a 2.5x12mm apex balloon to the lesion and successfully completed dilation. No resistance was felt during removal of the balloon and guide wire, however the distal portion of the choice pt guide wire broke off inside the guide catheter. Everything was removed with the guide catheter. The procedure was completed with another choice pt guide wire and the deployment of a promus stent. No complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. The physician advanced a choice pt and non-bsc guide wire to the lesion and then advanced a 2.5x12mm apex balloon to the lesion and successfully completed dilation. No resistance was felt during removal of the balloon and guide wire, however the distal portion of the choice pt guide wire broke off inside the guide catheter. Everything was removed with the guide catheter. The procedure was completed with another choice pt guide wire and the deployment of a promus stent. No complications were reported and the patient's status is fine.